Manufacturer narrative:
The device as returned and evaluated. The evaluation results are as follows: the complaint about the needle button released is confirmed. The device was returned with the needle button retracted and the needle released button unused. The cause of the premature retract of the needle button is unknown.

Event description:
The patient reported three v-go's had the start button pop out. Patient reported all three v-gos the start button initially went in ok. Within a minute the button popped back out. The patient is sure he did not accidentally press the needle release button. Also, he said he noticed a slight resistance when he pushed in the start button and he did not hear a click on the last one, but did hear a click on the first two.